Event description:
It was reported that there was air in the patient line coincident with automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the reported event and was in dwell two of four. During the troubleshooting, it was determined that the hp had an open clamp on an unused line. The technical service representative (tsr) explained the proper procedures to the hp regarding unused lines. The tsr assisted the hp with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused line is a known cause of the reported event. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.